Event description:
This is a report of a home patient (hp) who had a system error 2367(resume error, critical error found) on the homechoice (hc) following a power outage during dwell. After reviewing the log, no alarms were found that preceded the system error 2367. The patient was able to clear the alarm. No additional information is available at this time. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should relevant additional information become available, a follow-up report will be submitted.